Manufacturer narrative:
Complaint no: (B)(4). The device was returned and is currently in the process of being evaluated. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and evaluated for the reported event. A review of the device service history revealed previous device servicing did not cause or contribute to the reported difficulty. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. The device passed returned instrument testing evaluation (rite) electrical and functional testing. External/internal inspection was performed and passed. The pneumatic system was tested and found to be working to specifications. A short simulated therapy was performed with no issues. Upon conclusion of the investigation, the cause of the reported issue was determined to be false empty detect and use error with initial drain alarm setting inappropriately programmed. The homechoice / homechoice pro apd systems patient at-home guide states in the warnings: ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a home patient (hp) received a high drain 101 alarm on the homechoice (hc) machine. A high drain alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume. This alarm occurred after use, prior to the start of the next therapy session. The technical service representative (tsr) determined that the hp had been performing manual exchanges in the clinic and was connecting to the hc machine while full without changing the programming to account for the manual exchanges. The hp was to complete therapy using continuous ambulatory peritoneal dialysis, and the tsr discussed its use with the hp. There was no patient injury or medical intervention in association with this report. No additional information is available.